Manufacturer narrative:
The device log files were provided for the investigation. The log analysis indicates that a temporary deviation at a display element was detected by the safety system of the device and caused a software-controlled restart in order to restore a valid data base, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina 300 continues ventilation with the latest settings. A user action by pressing ¿start/standby¿ is not required and was performed in addition to the autonomous restart process. The device behaved as specified and restarted in order to solve the display element deviation. The ventilation was continued after the restart and no failure occurred afterwards.

Event description:
It was reported that the ventilation mode was changed from bipap to spn-CPAP during an ongoing ventilation. Immediately after this change the device performed a shut down. According to the user, the failure was visible by a grey display and the stop of ventilation. The ventilation could be continued after pressing the "start/standby" key according to the customer. No patient injury was reported.